Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.